Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 60000695 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and during the insertion of the ablation catheter, air could not be removed from the hub of the vizigo sheath easily. The sheath was being used on the patient and no air entered the patient¿s body. Since air could not be removed even after flushing, the decision was made to abandon the use of vizigo. The procedure was continued with sl sheath, and it was completed without any problems. The hemostatic valve itself was intact. No adverse patient consequence was reported.